Event description:
Event description guidant received information that this device was apart of a legal action and the pt passed away. Legal documentations state that the device never fired when the pt dies from unspecified causes.